Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The location of the device is unknown. Further information has been requested and will be provided if it becomes available.